Event description:
Caller reported malfunction on pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with resetting the pump, and after reset, the malfunction code did not recur. Customer was advised to continue using pump and to contact support if issue reappears.